Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing, post paced t wave oversensing, post sensed t wave oversensing on the implantable cardioverter defibrillator (ICD). Device interrogation also showed noise oversensing leading to pacing inhibition on the right ventricular (rv) lead. No changes or interventions were performed. There were no patient consequences.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing, post paced t wave oversensing, post sensed t wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. There were no patient consequences.